Event description:
It was reported that during preparation for a surgical procedure, it was noted that the tip of blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. Update; it was subsequently reported that during a surgical procedure, it was noted that the tip of blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported blade reported involved with this event was returned for evaluation and the reported failure of blade breakage was confirmed. The device was sent to the product engineering group who concluded that the observed damage to the blade teeth is consistent with metal contact while cutting. It is possible that excessive force and/or the application of a bending moment along with metal contact while cutting could have caused the blade to break. The handpieces for use with this blade instructions for use(IFU) contain the following indications for use "the stryker precision system is intended for use in the cutting and shaping of bone and other bone related tissue. The intended surgical applications are orthopedic surgeries involving the shoulder, hip, knee, and ankle." The instructions for use(IFU) also contain the following warning; "do not apply excessive pressure, such as bending or prying, with the cartridge. Excessive pressure may bend or fracture the cartridge and result in tissue damage, loss of tactile control, and/or the ejection of cartridge fragments at a high velocity."

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during preparation for a surgical procedure, it was noted that the tip of blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.